Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for one patient. The results were not reported out. The following data was provided (normal range 8.4 to 10.2 mg/dl): initial result 10 mg/dl, the repeat result was 16 mg/dl on the same instrument. Repeated on a second instrument for troubleshooting and the result was 10 mg/dl. The value 10 was reported out. No impact to patient management was reported.

Manufacturer narrative:
The service representative inspected the module, performed troubleshooting, and determined the tubing, peristaltic head (rohs) the cause of the issue. The part was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic calcium results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides instruction for the removal, replacement and verification of the tubing, peristaltic head (rohs). Based on all reviewed data, a product deficiency was not identified.